Event description:
A customer contacted global technical service (gts) regarding a system error (se) 2240 that occurred on a home choice (hc) during dwell. The home patient (hp) had open clamps on unused lines. The system error (se) 2240 did not repeat. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm. All bags were properly connected. Proper procedures per the user manual were reviewed with the reporter. It was unknown how the hp would complete therapy with new supplies. The hc was operational and a swap of the device was not necessary. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error - open clamp. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed.